Manufacturer narrative:
Model number/catalog number: sc-8336-50; serial number: (B)(4); batch/lot number: 7019306; model/catalog description: coveredge 32 surgical lead kit 50 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg and lead site. The patient has been implanted for over a month. Symptoms of pain, fever, and redness were noted. The physician believed that the infection was not device related, but surgically related. The patient was placed on antibiotics. No further course of action.

Manufacturer narrative:
Additional information was received that the patients pocket incision had healed and midline incision was not closed yet but appeared to be healing.

Event description:
A report was received that the patient developed an infection at the ipg and lead site. The patient has been implanted for over a month. Symptoms of pain, fever, and redness were noted. The physician believed that the infection was not device related, but surgically related. The patient was placed on antibiotics. No further course of action.